Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the microprocessor would not restart and dashes (---) were noted for parameters.